Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was unable to prime the device the infusion set. Customer's spouse stated they have attempted three times and device has not alarmed. Customer's blood glucose was 470 mg/dl. Customer was using a sure t which did not have to be filled. No further information reported.